Event description:
An optometrist reported that approx. Five months following bilateral lasik, the patient reported fluctuating vision and dry eyes. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 80356 when add'l reportable info becomes available. Attempts to obtain add'l info have been made. No further info has been received. (B)(4).